Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Insomnia is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, the patient underwent a coronary procedure with implantation of a 2.75 x 18 mm xience xpedition stent in the mid left anterior descending (lad) artery. On (B)(6) 2016, the patient was re-hospitalized due to diaphoresis and insomnia and was discharged on (B)(6) 2016. No additional information was provided.